Event description:
It was reported to boston scientific corporation in 2009, that a wallstent rx biliary endoprosthesis was to be used during an ercp endoscopic retrograde cholangiopancreatography) procedure performed on the same day. According to the complainant, during preparation, the device was tested, and the stent "popped off the catheter." The procedure was completed with another wallstent rx biliary endoprosthesis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.